Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the pump supplies to resolve the occlusion. No further alerts/alarms were received. Blood glucose (bg) was approximately 300 mg/dl and an insulin injection was administered to address bg. Customer did not feel well and was admitted to the hospital on (B)(6) 2018 for diabetic ketoacidosis (dka). Intravenous fluids and insulin were administered. At the time of the report customer had not been discharged. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.